Manufacturer narrative:
The insulin pump was received compromised force sensor alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test due to compromised force sensor alarm. However, the insulin pump passed rewind test and displacement test.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer was able clear the alarm and not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.